Event description:
Date of event is unknown. Biomed reported that nurse took set out of package and started to prime it. Set fell apart with lower fitment detached from tubing. Set received. Visual inspection confirmed tubing separated from smartsite y-port inlet. Problems of this nature have been investigated and the device problems are already known; no new investigation was performed. Failure modes for leaks and separation in disposable administration sets have previously been identified and attributed to dimensional issues, insufficient solvent application, and/or use error conditions such as application of excessive force, cuts, pinches, pin holes, tears, etc. Evaluation of the device history record for model 2420-0500 lot 08025200, smartsite laser indicates no quality notifications issued during the production build. Trend to date does not suggest the need for detailed failure investigation at this time.

Manufacturer narrative:
Patient information requested, and all available information is included.